Event description:
During testing the device failed the third shock with 200j that can¿t be reached.there was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 12th october 2017. It was reported that the device had failed stk testing at the third shock (200j). The device performed to specification throughout testing at heartsine. The returned sam 350p delivered the shock therapy sequence multiple times without fault, even after being cooled to 0°c. No fault was identified on the device that would inhibit the delivery of a 200j shock energy, or the detection of a shockable rhythm. Given no fault found on the device and no abnormalities observed in the memory, it is possible that the reported fault relates to a user knowledge-based issue with regards to device functionality. Alternatively, the alleged fault could have been due to an issue with the test fixture setup at medx5. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
During testing the device failed the third shock with 200j that can¿t be reached. There was no patient involved in this event.